Event description:
According to the reporter, during a tumor resection, in lower colon when introducing the shaft and reload trough a wound protector device with cover, a strong noise was heard, the shaft and reload were retired from the patient cavity, through the end cap bore of a wound protector devise. Reload was unload and load again, and it was recognized by powered handle (cd screen and also green button checked to confirm it). Again, surgeon introduced shaft and reload, and the load was fired. After this step, load could not be opened with the powered handle. Then, surgeon released shaft from the handle, and the device opening tool was used to try to open load, but it did not work. Next the surgeon disengaged the shaft from the load; but distal part of the shaft got broke. In order to extract the tri-staple load that was still closed on the lower colon, surgeon used a competitor stapler and load. After this step was performed, surgeon could not finish surgery with an anastomosis, and a colostomy was performed to finish the surgery. Patient condition at the moment of the report was stable and recovering.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6)); sigphandle, sig power sigphandle handle (sn:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn:(B)(6) ; sigphandle, sig power sigphandle handle (sn:(B)(6) additional information: d1, d3 (MFR name, street 1, MFR city, MFR region, postal code), d4 (model #, catalog #, expiration date, lot #, UDI), d8, d10, g3, g4 (510k #), h4, h6, h11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.